Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09-feb -2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6060-90 suturesnare wire was frayed and broke shortly after opening. This occurred during use in a case with no patient effect. The procedure was completed after using a replacement.